Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that each of the events in the file were affected by the presence of motion artifact. The recommendation of a "no shock advised" was the result of significant artifact that can be identified within the signal. It is not known whether the artifact is the result of patient movement, electrode adherence or ongoing CPR. This claim has been closed as device meets specification. No trend is associated with reports of this type.